Event description:
Description of original event: it is alleged that the patient received a cook celect filter on (B)(6) 2010. Patient alleges to have been injured without further explanation. Addition information received (B)(6) 2019: patient allegedly received an implant in (B)(6) 2010 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation, device unable to be retrieved, struts impinging duodenum, l 3-4 disc and right ureter, strut immediately adjacent the aorta and extensive calcified atherosclerotic plaque is present in the aorta and iliac arteries. The patient further alleges ¿chronic back pain.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, "ivc filter in place with limbs below the level of the renal veins. Several of the limbus project beyond the caval walls with limbs lying adjacent to the right lateral aortic wall, somewhat close to the right ureter and possibly the right gonadal vein and appears to be projecting into the posterior wall of the transverse duodenum." Per an physician¿s ivcf review of the medical records and the imaging files dated (B)(6) 2019, ¿the patient¿s ivcf is a cook celect retrievable ivc filter, deployed infrarenal at the l3 level. No significant tilt. All 4 primary filter struts perforate the wall of the ivc, with the anterior strut impinging directly on the overlying duodenum, the posteromedial strut lying immediately adjacent to the aorta, the posterior strut impinging on the underlying l3-4 disc and the posterolateral strut lying in very close proximity to the proximal r ureter. Extensive calcified atherosclerotic plaque is present in the aorta and iliac arteries. Filter should be removed if patient can be safely anticoagulated or no longer requires anticoagulation therapy.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿the position of the ivc filter is similar to the prior examination, and some of the limbs are again noted projecting beyond the caval walls and please refer to the previous report. One of the limbs again appears to be projecting into the posterior wall of the duodenum.¿ patient outcome: (B)(6) 2019 md ivcf review of the medical records and the imaging files: ¿the patient¿s ivcf is a cook celect retrievable ivc filter, deployed infrarenal at the l3 level. No significant tilt. All 4 primary filter struts perforate the wall of the ivc, with the anterior strut impinging directly on the overlying duodenum, the posteromedial strut lying immediately adjacent to the aorta, the posterior strut impinging on the underlying l3-4 disc and the posterolateral strut lying in very close proximity to the proximal r ureter. Extensive calcified atherosclerotic plaque is present in the aorta and iliac arteries. Filter should be removed if patient can be safely anticoagulated or no longer requires anticoagulation therapy.¿ (B)(6) 2019 CT abdomen and pelvis with contrast: ¿the position of the ivc filter is similar to the prior examination, and some of the limbs are again noted projecting beyond the caval walls and please refer to the previous report. One of the limbs again appears to be projecting into the posterior wall of the duodenum.¿ medications: morphine [mophine] (since 2000); synthroid [synthoid]; aspirin [asprin]; tisinoril (2016-2019) and albuterol [abutarol] (2016 ¿ present).

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2010. Patient alleges to have been injured without further explanation.